Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found multiple external insulation abrasions distal to the suture sleeve tie impression, breaching the outer insulation and exposing the outer coil. The cause of the external insulation abrasions is consistent with friction to another device or feature of the patient anatomy.

Event description:
This report is to advise of an event observed during analysis.